Event description:
Imdrf codes must be updated.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24079174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite texium secondary set was damaged the following information was received by the initial reporter with the following verbatim. It was reported: ¿rn reported oxaliplatin spill. Oxaliplatin was mixed in 250ml d5w bag with secondary tubing. The secondary tubing snapped at the tubing chamber. Spill was cleaned up. Tubing info: bd secondary ref: 10013364t; lot: (10)24079174; exp: 2027-07-03¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.